Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: medtronic micro pacemaker (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular node (av) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed ventricular fibrillation that led to death. During the procedure, a medtronic micro pacemaker was implanted-tested. Av node ablation was performed successfully. The patient was properly paced in pacing mode vvi when left the procedure. Two hours post-procedure, the patient went into ventricular tachycardia (vt) which evolved to ventricular fibrillation arrest and died. The type of medical intervention was unknown. It was noticed that the patient was do not resuscitate (dnr). The physician expressed that patient condition was a factor that might have contributed to the event. Multiple attempts have been made to gain clarification on this event. However, no further information has been made available.